Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that a "no disposable, pump won't run" alarm, occurred with 3 different cassettes. The alarm was resolved by removing the cassette from the pump, pressing the green button several times and reattaching the same cassette to the pump. 1 cassette was wasted as a result of this. Additionally, the patient had trouble with some of the cassettes not being attached correctly. No patient injury was reported.